Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was MRI compatibility. Caller reported the device had not worked in years and patient has not had it taken out. Patient rep confirmed the implant stopped working in 2018. Caller said patient needed to have a watchman device in and will need mris afterwards. Patient rep called to ask whether patient could have mris. Reviewed MRI guidelines. No symptoms were reported. Additional information was received from patient (pt) who reported they did not see an eos message. They reported their device stopped taking a charge on (B)(6) 2018. They are fixing to get it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.